Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that prior to an embolization treatment procedure, the catheter was kinked. The patient was undergoing treatment of the liver. After unpacking, the renegade hi-flo catheter was noted to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed all dimensions which were able to be measured were within specification. A break was identified between 52 and 61cm from the hub with 9cm braid exposed. No kinks were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).